Manufacturer narrative:
The device was returned to baxter technical services. The report was requested by the local complaint owner, but was not translated in english. The results of the eval will be provided in a follow-up report upon receipt of the english translation.

Event description:
In 2007, baxter became aware of a report from france that refers to a female pt who underwent a peritoneal dialysis (pd) using a uv-flash machine, and a uv transfer set (lot h05j10095). The set was connected to this pt since 2006. On a month earlier, the pt was hospitalized for peritonitis (cloudy dialysate) while under extraneal treatment. She had no associated clinical symptoms or loss in ultrafiltration (uf). On the same day, she received vancomycin, 1g, intraperitoneal (ip) and fortum (ceftazidime), 1g, ip, fortum, 1g was further continued for an unreported period. The dialysate culture was negative. (It could not be found out which extraneal batch was precisely used, however, the last batches delivered prior to the event were device for extraneal and device for nutrineal). Pd treatment was continued unchanged. On that month, the pt was considered as recovered and was discharged from hospital. This report is against the device which was manufactured in other country, distributed in other country, but is the same or similar to uv flash hardware devices in the united states.